Event description:
Additional information received indicates that the patient may undergo surgical intervention on a later date to address the issue

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure done on (B)(6) 2019 wherein the ipg was not placed in surgery mode. Troubleshooting was unable to resolve the issue. Patient is still deciding on an intervention to address the issue.